Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: hsz, gfa, and gff. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits just suddenly break while drilling it into the navicular bone. The patient is stable and no harm happened. It only took 5 minutes for the duration in removing the broken pieces. This is report 2 of 2 for complaint (B)(4).